Event description:
Country of complaint: (B)(6). Thread detached from needle easily.

Manufacturer narrative:
United states reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: 138 unopened pouches. There are no previous complaints of this code batch regarding a different issue. There are no units in OEM stock. Tested the needle attachment of the samples received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: na.